Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine chest xray for a non-device related reason, this pacemaker dependent patient was found to suffer from twiddler's syndrome. A revision procedure was performed and the non-bsc right ventricular (rv) lead was explanted and replaced. The chronic device was anchored using a parsonnet pouch and remains actively implanted. No adverse patient effects were reported during the procedure.